Event description:
It was reported that the customer felt that her pump was not vibrating in vibrate mode. Customer stated that the pump is set for vibrate but it won't vibrate. Customer stated that the pump battery is not low. Customer was assisted in performing a self test. Customer stated that the pump still did not vibrate during the vibrate test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with no vibration due to unlock vibrator connector. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.